Event description:
It was reported that the user experienced difficulty deploying an inset infusion set because the adhesive cover was not removed, resulting in the set not adhering to the body until the cover was removed and the cannula was inserted correctly. No reported symptoms. Outcomes included no alerts, no alarms, and completion of the supply change without further issue. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed user handling error leading to incorrect infusion set deployment, with the infusion set and connector functioning as designed once applied correctly. It was concluded, based on previously established findings for similar reports, that the cause was user error and use-related factors.